Event description:
A healthcare provider was administering an indwelling needle to a patient when the indwelling needle hose broke inside the patient and surgical intervention was performed to remove it. Adr# (B)(4). At 14:30 on (B)(6) 2023, the nurse removed the indwelling needle from the scalp vein of the child and found that the indwelling needle hose remained in the blood vessel of the child's forehead.

Manufacturer narrative:
1. The customer returned 1 photo and 1 actual sample, the gauge is 24g. 1)the sample shows that the pinch clamp is in the clamping state, there is no blood return in the extension tubing, the catheter is broken, the length of the residual catheter is about 4mm (the distance between the break of the catheter and the catheter hub), the length of the broken catheter is about 15mm, the break surfaces of the catheter are inclined, flat and consistent, and there is no whitening and thinning of the catheter. Please see attachment pr# (B)(4) for the photos. 2. DHR/bhr review(lot#2326397): 1)this batch of products were assembled at intima ii auto line 2 in december 2022, and packaged at r240 package line in december 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number:2144532, 2179236, 2088751, 2116573) 3. Cause analysis: 1)the residual catheter is about 4mm, indicating that the catheter is broken near the puncture site. 2)the pinch clamp is in the clamping state and there is no blood return in the extension tubing, indicating that the catheter break occurs in the non-infusion state, and there is no leakage from the catheter to the pinch clamp before the catheter break. 3)there is no whitening and thinning of the catheter, indicating that the catheter is not broken due to damage and stretching. We have carried out a simulation experiment of catheters being clamped or punctured and then stretched to break. The catheter will be deformed, whitened in color and thin in thickness due to plasticity. Please see attachment pr# (B)(4) for the photos. 4)since the break surfaces of the catheter are inclined, flat, it is suspected that the break of the catheter is caused by sharp objects, such as scissors and nail clippers. 4. The retained samples of this batch are taken for leakage test and catheter pull force test. No leakage is found at the catheter, and the catheter pull forces are within the product specifications. Please see attachment pr# (B)(4) for the test reports. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. Through the inspection and analysis of the returned sample, it is confirmed that the catheter itself does not have quality defects, and the catheter break is suspected to be caused by sharp objects, such as scissors and nail clippers, and the specific process cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was damaged, broke. The following information was provided by the initial reporter, translated from chinese to english: a healthcare provider was administering an indwelling needle to a patient when the indwelling needle hose broke inside the patient and surgical intervention was performed to remove it.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.